Event description:
It was reported that following the implant of this artificial urinary sphincter, the patient experienced pain and redness from their scrotum to the inguinal region for several days. A computed tomography scan was performed which showed abscess formation around the device in the center of the inguinal region. White blood cell count was slightly elevated and c-reactive protein measurements were elevated. Additional information was received indicating there are no plans to remove the device at this time. No further information was provided. No additional adverse patient effect were reported.